Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system. Section: potential adverse events ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Event description:
The complainant reported a patient undergoing high-risk percutaneous coronary intervention (pci) was implanted with an impella cp device for mechanical circulatory support. Successful protected pci was performed. The 14fr peel away re inserted to left femoral artery and angiogram performed through side port. Angiogram revealed no distal femoral artery flow. A 5fr antegrade sheath was distally placed to the 14fr and connected with right femoral artery 7fr. Sheath. Surgery was consulted for next steps (unknown details). The impella cp device was eventually, successfully weaned after four hours of support and explanted with a survived patient outcome.